Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing. The patient was brought into the clinic and the lead was capped and replaced on 4 may 2023. The patient was stable throughout.